Manufacturer narrative:
Patient had battery replaced; explanted device was disposed of therefore no analysis can be completed. Patient will be sent updated ID card. No further action to be taken.

Event description:
Patient changed primary. She would like a new medical card with her info on it. The battery to her gastric pacemaker is running low and only had it for a year. It's only on 2% and she needs a battery change. Patient had battery replaced; explanted device was disposed of therefore no analysis can be completed. No further action to be taken.